Event description:
It was reported that a spectrum iq infusion pump had air in line during an unspecified process step. It was unknown if there was any report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line" was not reproduced. A review of the event history log revealed "air in line" messages. A test infusion was run with no alarms. The ultrasonic sensor tail pins for cracks were inspected and no issue found. No continuity was found across the ultrasonic crystal and the ultrasonic calibration readings were in specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted